Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump. After resetting, the malfunction did not recur, and customer may continue to use the pump, with instructions to call back if any issue arises.